Event description:
It was reported that the wings on the luer hub of the introducer broke off while attempting to split/tear away sheath during implant. Hemostats had to be used to continue to break the hub in order to peel away the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.